Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value and the adhesive on the bending section cover was worn. It is most likely that the reported issue was the result of insufficient reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center for an annual inspection. Upon inspection and testing of the returned device, white foreign material was observed within the auxiliary channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. Corrected fields: e1, d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It was confirmed that there was a foreign object inside the sub-water supply channel, but it was not possible to identify the foreign object. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.